Manufacturer narrative:
1. No defective sample and photograph have been received, and based on the limited information, it is difficult to determine the specific leakage site of the indwelling needle. 2. Production record check (lot#4052040): 1) this batch of products will be assembled in jingma automatic line 3 in apr 2024, and packaged in cfs packaging line in apr 2024, with a work order quantity of (B)(4) pieces. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Performed 45psi leakage test for the retained samples of this batch, the test is passed, no leakage is found on the sample. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, and the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc leaked when the patient was admitted to the hospital for drug treatment, an indwelling cannula was inserted. Two minutes later, fluid leakage was found at the y-shaped connector of the indwelling cannula. After explaining the situation to the patient, the cannula was removed and reinserted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.